Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch handle spring was missing the siderail latch was bent. The technician replaced the spring and straightened the latch to repair the bed.